Event description:
Material # unknown material description - unknown material lot# - 4008246 complaint description ¿ reaching out to you with several concerns regarding the autoshield duo- I received this recent report: dangerous situation occurring during administration of 40 units of lantus. Nurse dialed up (B)(4) units of lantus, had given (B)(4) units when the plunger stopped at (B)(4) units. Nurse came out for help. We tried another fresh needle, but the plunger would not depress. Removed the needle from pen and discovered the metal needle was dislodged in the pen tip almost causing a needle stick. Nurse grabbed another pen to administer the remaining (B)(4) units to patient, after 15 units were administered the pen plunger stopped at 11 unit mark, needle was removed and we discovered the needle bent inside the needle cap. New cap was replaced on the same pen and nurse was able to give the patient the remaining (B)(4) units. This is happening over and over again with the new needles that were replaced about 4 months ago. I am not sure if this is a device issue or related to training and education, but reporting this to you. We do have a sample to return from lot # 4008246. We have had other experiences over the past few months because of these situations, we will also be filing a report with the FDA as an fyi. I will also be copying you on another message to laura lang, who is the manager over our nursing professional development program to have some training/education in the meantime. Notes - original email with images is attached for further reference.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Correction to: h3, h6 (type of investigation, investigation findings, and investigation conclusions) investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.